Event description:
It was reported that at the time of implant the left ventricular lead had extremely high thresholds. The patient's anatomy was tortuous and there were limited options for lead placement. The day after the implant, the patient was experiencing diaphragmatic stimulation. The left ventricular lead was explanted and not replaced due to the patient's anatomy. The right ventricular lead had flipped into the left ventricle through an unknown patent foramen ovale that was later verified. The lead was pulled back into the right ventricle and was placed. The right ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 429888 lead, implanted: (B)(6) 2014. (B)(4).